Event description:
It was reported by remote transmission the patient was in a ventricular tachycardia and went to the emergency department. The patient's ventricular rate was below the defibrillators detect rate resulting in no therapy. The detection rate was changed and the patient was able to receive therapy ending the tachycardia. It was further noted that atrial lead had under sensing that was unrelated to withholding the therapy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2010. 4194 implantable pacing lead: (B)(6) 2010. (B)(4).